Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. (B)(4).

Event description:
Reporter alleged customer obtained discrepant blood glucose values of 57 mg/dl on aviva system 1 with one particular set of test strips back to back with a result of 102 mg/dl on aviva system 2 using a different set of test strips. Reporter stated the customer performed the comparative testing on the two systems was 8 minutes apart. Reporter indicated, the customer self treated with 15 grams of juice; however, no other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.